Event description:
A caller reported encountering an error with their continuous glucose monitor (cgm) displaying error 42. There was no adverse impact to the customer¿s blood glucose level. With guidance from technical support, they were able to perform a successful pump reset and start their sensor session without further issues.